Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient experienced two urinary tract infections in the last three months. The patient had vaginal surgery after being implanted in 2024 and reported not having a uti after the implant until recently. The primary care provider prescribed antibiotics and the uti cleared. The patient requested their stimulation to be increased, and they felt the stimulation in their vagina, and it faded. They also stated they get hot flashes and thyroid-stimulating hormone (tsh) is elevated. The patient said they had issues with their thyroid. Other than that, the patient stated they have been very happy and pleased with the results and symptoms have been great since implant. The patient is doing much better. The uti is clear, and they are very happy.

Event description:
It was reported the patient experienced two urinary tract infections in the last three months. The patient had vaginal surgery after being implanted in 2024 and reported not having a uti after the implant until recently. The primary care provider prescribed antibiotics and the uti cleared. The patient requested their stimulation to be increased, and they felt the stimulation in their vagina, and it faded. They also stated they get hot flashes and thyroid-stimulating hormone (tsh) is elevated. The patient said they had issues with their thyroid. Other than that, the patient stated they have been very happy and pleased with the results and symptoms have been great since implant. The patient is doing much better. The uti is clear, and they are very happy. The patient can call if any concerns arise.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field (b5) incident description. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to infection, urinary tract which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to infection, urinary tract which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient experienced two urinary tract infections in the last three months. The patient had vaginal surgery after being implanted in (B)(6) 2024 and reported not having a uti after the implant until recently. The primary care provider prescribed antibiotics and the uti cleared. The patient requested their stimulation to be increased, and they felt the stimulation in their vagina, and it faded. They also stated they get hot flashes and thyroid-stimulating hormone (tsh) is elevated. The patient said they had issues with their thyroid. Other than that, the patient stated they have been very happy and pleased with the results and symptoms have been great since implant. The patient is doing much better. The uti is clear, and they are very happy.